Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they adjust audio options to vibrate in insulin pump and then all alert silence. Customer¿s blood glucose was 112 mg/dl. The device will not be returned for analysis.